Manufacturer narrative:
(B)(4).

Event description:
It was reported a shaft break occurred. During preparation for a percutaneous transluminal angioplasty, the physician attempted to pull the balloon protection from the small peripheral cutting balloon&#11040;but the shaft of the device broke in two pieces 20 cm from the tip. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
Device evaluated by MFR: negative pressure could not be applied to remove air from the balloon as the shaft had detached at the guidewire exit port. The balloon protector could not be removed by the investigator. The investigator observed that the shaft polymer extrusion was broken at the guidewire access port. There was evidence of material resistance at both break sites. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported a shaft break occurred. During preparation for a percutaneous transluminal angioplasty, the physician attempted to pull the balloon protection from the small peripheral cutting balloon¿, but the shaft of the device broke in two pieces 20 cm from the tip. The procedure was completed successfully with another of the same device.